Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000380671 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. E1 event site name due to character limitations (b)96). H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 piece of the silicone from the jaws came off/fell off the device into the patients leg. They were able to retrieve the fragment with the jaws of the device. A new device was opened to complete the case. Delay while the piece was recovered. No harm to patient.